Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7102975 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 19660522 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 19660522 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer working as intended. The patient underwent an scs system explant procedure.